Event description:
It was reported that the patient underwent bilateral eustachian tube balloon tuboplasty/dilatation with no complications. After the procedure the patient developed cervicofacial emphysema, starting in the right parotid region, over the right mandible and into the neck, traversing over to the left side. An x-ray was performed, and no airway compromise was noted. Patient was admitted for 24 hours and was given a 7-day course of oral antibiotics. The patient was seen in the ent outpatient facility on post-operative days 2 and 5. The patient reported additional pain around area of swelling in initial few days post-op. The emphysema resolved almost entirely on day 5.